Event description:
It was reported to philips that flexvision pc was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the flexvision pc was not turning on. Upon troubleshooting the rse checked the logfile and found communication issues between the host-pc and the flexvision pc. The rse confirmed that the flexvision pc was defective and suggested for a replacement. To resolve the issue, the customer ordered and replaced the flexvision pc on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.